Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds as well as a left ventricular electrocardiogram that looked like atrial fibrillation was observed on the left ventricular lead. The left ventricular lead was turned off. The patient was stable and was to be closely monitored.